Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26 component code: g03001 d8 was this device serviced by a third party? No the field service representative (fsr) performed troubleshooting and replaced the ict module list number 09d28-04 lot 200427 which resolved the issue. A review of service history for the alinity c, serial number (B)(6) revealed no additional discrepant or erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the ict module list number 09d28-04 lot 200427 did not identify any trends. Review of tracking and trending did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the ict module list number 09d28-04 lot 200427 or the alinity c, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false depressed sodium (na+) result on the alinity c analyzer for one patient. The customer provided: sid (B)(6) initial = 116 mmol/l, repeat = 137.1 mmol/l. There was no impact to patient management reported.